Event description:
It was reported that the cartridge tip was noted to be frayed while inserting the intraocular lens (iol). Therefore, the incision was enlarged to avoid injury. The customer noted a damaged tip when inserting the cartridge into the unfolder, before the lens was rotated forward. There have been no negative consequences for the patient.

Manufacturer narrative:
(B)(6). (B)(4). Product inspection: a visual inspection was performed on the returned open unit (emerald c30). The cartridge was observed with a heavy dent at the tip section (right side). A stress mark was observed on both sides of the cartridge tube. Viscoelastic residues were observed inside the cartridge tube; it appears that the cartridge was handled after opening from the package. The returned product was evaluated; the complaint unit can be detected with unaided eye during the visual inspection. Tip defect could have occurred after it has been removed from the packaging. The inner tray was designed to protect cartridges for tip defects during the packaging and shipping. The manufacturing record (documentations) was reviewed and does not have any deviation to the manufacturing process that could have caused this type of complaint. All cartridges were manufactured and released according to specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted.

Manufacturer narrative:
Date of report, date received by manufacturer: (B)(6) 2010. (B)(4). Further evaluation of this report determined that a corneal rupture occurred at the time of the event. All pertinent information available to the manufacturer has been submitted.